Manufacturer narrative:
H10: previous supplemental was submitted in error and does not apply to this MFR#. Disregard supplemental #1. Claim#: (B)(4).

Manufacturer narrative:
H10 - correction to supplemental MDR #2 - "claim#: (B)(4). In h10 section should be corrected to "claim#: (B)(4). Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.00/+3.5/088 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. This was the replacement lens for MFR report # 2023826-2020-02684, the problem was resolved and the eye was stable with the implant of the replacement lens, but there was still a high vault. The lens remained implanted. The cause of the event was unknown.